Event description:
The customer contacted physio-control to report that their device unexpectedly lost power twice during patient care. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio control reviewed the device data and verified the reported issue. Physio determined a failure to properly maintain the charge on the batteries was the cause of the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power twice during patient care. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.